Event description:
It was reported that the system 9900 would not initialize presenting delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the rtos and gpos circuit boards along with the hard drive were defective and were replaced. This was determined from system error logs. The system was tested and found to be working as intended and placed back into service.